Event description:
The customer reported that the unit had a damaged monoblock. No patient injury was reported.

Manufacturer narrative:
(B) (4). Results - monoblock. The ge service rep replaced the subassembly and calibrated the generator. The system operates as intended.